Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties and balloon removal difficulties were encountered. The lesion being treated was located in the septal perforator artery. The vessel was predilated with an unknown balloon. The physician placed a 2.50 x 16 mm taxus express2 drug eluting stent to 16 atms for 8 seconds. The balloon initially failed to deflate. After the balloon was deflated, difficulties removing the stent delivery system were encountered. Upon removal of the stent delivery system it was seen that the balloon had not deflated fully. No patient complications were reported. The patient's status was reported as `satisfactory/good.'